Event description:
It was reported that a balloon rupture occurred. The in-stent restenosed target lesion was located in a severely calcified vessel. Following pre-dilation, a 3.00 mm x 20.00 mm agent drug coated balloon was advanced to treat the target lesion. However, the balloon ruptured during inflation and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The in-stent restenosed target lesion was located in a severely calcified vessel. Following pre-dilation, a 3.00 mm x 20.00 mm agent drug coated balloon was advanced to treat the target lesion. However, the balloon ruptured during inflation and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Returned product consisted of an agent (dcb) balloon catheter. There was blood in the manifold upon device return, with the device stuck within the shipping hoop. The hoop and device were soaked for a period of time to break the blood and contrast within the hoop to remove the device. The device was removed with no issue or resistance. The device was visually and microscopically examined. There was blood found in both the inflation lumen and the guidewire lumen. The balloon was loosely folded. At the proximal waist transition there was a 10mm longitudinal tear in the balloon. The distal portion of the balloon was slightly prolapsed indicating possible removal difficulties.